Event description:
Caller reported an alarm indicating insufficient insulin in the tandem mobi device. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support to reload the insulin cartridge, successfully completed the process, and resumed insulin therapy.